Event description:
Multisystem organ failure. Patient was a victim of self-inflicted burns. He sustained 85% total body surface area (tbsa) burns. In 2005, an unknown number of epicel grafts were applied to the patient's arms and anterior trunk. The patient died 21 days later due to multisystem organ failure, which was considered unrelated to the use of epicel. Manufacturer's comment: batch records for this patient were reviewed by quality assurance. There was no evidence of contamination associated with the processing of these tissues. No processing non-conformances were associated with this patient. Sterility test samples collected pre-release were negative for growth.